Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the product code of the stapler used with the ecr60d reload (plee60a, pse60a, ec60a, etc.)? Can you please clarify what was mean by ¿the fabric was short?¿ can you please clarify what was meant by, ¿in the next trip it was a little closer necessary in the light of the structure for splitting the portion lacerdada?¿ the complaint form indicated this was a potential adverse event and hospitalization required. Was the post-operative care changed based on the event? Was the hospital stay lengthened based on the event? Did the patient require a reoperation based on the event? What is the current status of the patient?

Event description:
It was reported that during a gastric sleeve procedure, ¿during surgery in the third firing in the stomach when removing the stapler is noted that the fabric is short and not be formed staple correctly, is wrong notes forming line clamp generating a bleeding and not occluding properly structure. In the next trip it was a little closer necessary in the light of the structure for splitting the portion "lacerdada", and strengthened cleat line with a suture to avoid leaks and bled.¿ hospitalization required.

Manufacturer narrative:
(B)(4). Batch # n53z43. The analysis results showed that one ecr60d cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.